Event description:
Dealer called in and alleges that on one side of the l-3xr scooter seat post guide is worn to the point the lever will not switch the notches which is preventing the consumer from locking into place when the consumer pivots.